Event description:
It was reported that there was implementation of telemetry during the night on a pt. Connecting of the telemetry on the sector because the battery was discharged. The pt was felt a warming in the morning. Lesions observed upon removal of the electrodes (burns). Burns shown on the pt's chest at the location of three electrodes. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow up report will be submitted as soon as the investigation has been completed.